Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was noted that the patient had gained weight. The patient underwent a revision procedure wherein the ipg was replaced and pocket was adjusted. The patient was doing well postoperatively. The explanted device was discarded and will not be returned.